Event description:
Clinic notes were received stating that on (B)(6) 2015 the patient ¿had 2-3 seizures and some during the night, overall worsening seizures so complaining of vns change has worsened and wants to decrease pulse width back to 130 and off time to 5 min.¿ diagnostics were performed several years after this event, and were stated to be ok. No other relevant information has been received to date.